Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the reported lot number was not confirmed as the packaging was not returned with the device. During visual inspection, the guidewire was returned with only the proximal section present (2188.2cm). The proximal fragment was inspected, and the nitinol tubing was broken/fractured with the core wire exposed and broken. The distal fragment was not returned. Functional testing was not completed due to device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was somewhat tortuous. The guidewire was returned with only the proximal section. It was noted to be broken/fractured across the nitinol tubing with the core wire exposed. An assignable cause of handling damage will be assigned to the as reported event of guidewire broken/fractured during preparation since it is most likely that this damage occurred due to handling of delivery wire during the clinical procedure. An assignable cause of handling damage will be assigned to the as analyzed event of guidewire broken/fractured during preparation since it is most likely that this damage occurred due to handling of delivery wire during the clinical procedure. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, the guidewire (subject device) fractured during use and the un-retrieved piece of guidewire remained in the patient. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Additional information received from complaint intake center on 23-oct-2023, clarified that subject guidewire had fractured outside the patient.

Manufacturer narrative:
We have addressed the FDA request, received via email on 14 june 2024: ¿upon review, we have determined that the device identification information about the suspect medical devices conflicts with the data submitted to the global unique device identification database (gudid)." "Discrepancies were noted in the information included for some or all of the device identification fields of the electronic equivalent of the FDA form 3500a compared to the information included for the corresponding fields in the gudid." "Additionally, the ¿unique device identifier (UDI) #¿ field on the FDA form 3500a should contain the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols. Please verify that you have included the entire UDI in the ¿unique device identifier (UDI) #¿ field on the 3500a." We have reviewed the device identifier (di) and confirm that it is accurate and in alignment with the hl7 specifications released in 2017. Additionally, the 510(k) number has been corrected from from k032146 to k002907 in accordance with the global unique device identification database (gudid).

Event description:
It was reported that during the procedure, the guidewire (subject device) fractured during use and the un-retrieved piece of guidewire remained in the patient. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Additional information received from complaint intake center on (B)(6) 2023, clarified that subject guidewire had fractured outside the patient.

Event description:
It was reported that during the procedure, the guidewire (subject device) fractured during use and the un-retrieved piece of guidewire remained in the patient. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.